Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The outcome of the event is reported as recovered/ resolved and on (B)(6) 2012, the subject was discharged from the hospital, upon instruction to follow-up upon as per scheduled. No additional information was provided. There was no reported product deficiency. The reported patient effects of angina and restenosis are known observed and potential adverse events as listed in the promus everolimus eluting coronary stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as it's own brand labeling of abbott vasculars drug eluting stent in the us. The promus referenced is being filed under a separate manufacturing report number.

Event description:
On (B)(6) 2011, due stable angina, positive stress test the subject underwent the index procedure with the deployment of two drug eluting stents proximal left anterior descending artery. Post procedure residual stenosis was 0% with timi iii flow. On (B)(6) 2011, the subject received a peri-procedural loading dose of the thienopyridine medication prasugrel 60 mg. On (B)(6) 2011, at the start of the study the subject received the study medication maintenance dose of prasugrel 10 mg and was also started on aspirin 81 mg. On (B)(6) 2011, the subject was discharged from the index hospitalization. On (B)(6) 2011, the subject was randomized to clopidogrel (or) placebo and was administered the first dose on, (B)(6) 2011. On (B)(6) 2012, the subject experienced the event of unstable angina, 677 days following the index procedure. The event was reported with the serious criteria initial/prolonged hospitalization. During 24 month follow-up visit, the subject notified site about his hospitalization for chest pain. The subject was admitted to emergency room and on (B)(6) 2012, the subject underwent left heart catheterization which revealed approximately 50% stenosis at proximal circumflex artery, 80% stenosis at mid left anterior descending artery (distal to existing stent), for which a drug eluting stent was successfully deployed and post procedural stenosis was 0% with timi-iii flow.